Event description:
The patient had two extensions (from the same lot). It was reported the patient was no longer receiving adequate coverage. An impedance check was performed and revealed invalid contacts. As a result, the patient's extensions were explanted. The patient elected to have this ipg explanted.

Manufacturer narrative:
Results: as received, both extensions were cut in half as a result of the explant procedure. Microscopic inspection of the wires for channels 1 and 2 of extension "b" were detached from the electrodes. As the outer tubing and the silicone of the header were not breached, the damage is consistent with an overstress condition the extension was subjected to while it was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.